Manufacturer narrative:
This case involved the use of an orthadapt bioimplant to bridge a gap in a rotator cuff tear repair. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The surgeon used absorbable sutures to fixate 4x5 cm orthadapt bioimplant to the surrounding tissue. The instructions for use recommend only non-absorbable suture. An assessment based on the provided case information could not determine the specific cause of the event; however, the off label use of orthadapt and fixation method likely contributed to the event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Patient experienced pain approximately 10 weeks post rotator cuff repair using orthadapt bioimplant to bridge a large defect. During arthroscopic intervention approximately 12 weeks post repair, the bioimplant was noted to be torn and loose, and subsequently was explanted.